Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, flashing of the front panel occurred due to a scope socket failure. The front panel blinks when the scope is not connected because the scope socket is faulty. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As a temporary resolution, the reporter actuated the slide switch in the socket at the 12:00 position and the blinking stopped. The reporter indicated the device would be returned to olympus for repair. The suspect device was returned to olympus for evaluation/repair. The reported problem was confirmed and the cause assigned to a faulty scope socket. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the led indicators were flashing on the front panel. The problem, as reported to olympus, was identified prior to the start of a procedure. The intended procedure was completed using the same device with no delay reported. There was no patient injury, associated with the problem, reported to olympus.